Event description:
Cook medical bentson cerebral wire guide is broken in package and flimsy. The outer coating breaks, which allows the inner wire to protrude through. The last 10 cm should be flimsy to allow the catheter to move through but the wire breaks, stretches or protrudes through the outer sheath. There have been 5 wires that have been opened and unusable by 3 different md's; with different lot numbers. The product has been pulled from the shelf and has been reported to the MFR's rep. These wires were not used on pts.